Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys/ expiration date: 14-apr-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 13-nov-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant procedure of leadless implantable pulse generator (ipg) the tine of the ipg were still exposed. The ipg was recaptured successfully back into the cone of the delivery system and the procedure was completed. No patient complications have been reported as a result of this event.